Event description:
During implant of two new systems, one for the pt's legs and one for her low back with associated epidural lead and subcutaneous leads, it was discovered that the pt had an existing stimulation system. The physician and manufacturer representative were both unaware of the system until x-ray was performed for placement of the surgical lead. The pt had not mentioned that it was still implanted; she had not used the system for a month. The implant proceeded and the existing system was removed. The pt was doing well with good stimulation following implant.

Manufacturer narrative:
(B) (4)